Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for urgent evaluation due to a notable increase in low flow alarms. While the patient did experience occasional low flow alarms at baseline, the night of (B)(6) 2026 the patient had multiple alarms with increased frequency and longer duration, which was different from their usual pattern. Earlier in the week, the patient also reported an increase in alarms outside of baseline; at that time, they were advised to increase hydration, which they reported they had done. Mean arterial pressure (map) was unavailable at the time of the alarms the night of (B)(6) 2026. Patient¿s typical map range was 65¿85. Log files were sent for review for any abnormalities, including evaluation for possible extrinsic outflow graft obstruction (eogo). The log file captured on (B)(6) 2026, low flow events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. It was later communicated on (B)(6) 2026 that the eogo was confirmed on cardiac computed tomography (CT) scan completed on (B)(6) 2026. There were no recent changes to the patient¿s pump speed. The patient had been set at 5200rpms for over two years. The patient had a complete transthoracic echocardiogram (tte) performed on (B)(6) 2026 which was unchanged from prior (done (B)(6) 2025). Per attending read: ¿imaging unchanged from prior, normal right ventricle (rv) function with small and collapsable inferior vena cava (ivc) likely indicating hypovolemia¿. The patient had dizziness and fatigue during back-to-back low flow alarms that occurred the week prior. The patient's frequency and duration of low flow alarms decreased since increasing hydration.